Event description:
It was reported that during follow up, it was noticed that in one episode that patient had, antitachycardia pacing (atp) was delivered, which accelerated the rhythm into a ventricular fibrillation (vf). Vf was terminated by therapy. The physician did not take any action, the patient's medical condition was good.

Manufacturer narrative:
(B)(4).